Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade suddenly broke and a fragment fell inside of the patient. The customer stated that the fragment was retrieved during the same procedure. The procedure was completed using a backup da vinci instrument with no further injury reported. Isi followed up with the initial reporter and obtained the following additional information: the fragments were retrieved by the assistant using another forceps. All fragments were confirmed to be retrieved visually. There was no additional procedure required and no post-operative tests performed. The instrument was inspected prior to use with no damage observed and used for 30 minutes prior to the issue. The instrument was being used for grasping when it broke. The surgeon noticed that there was an issue with functionality and believes that it was a product quality issue that cause the break. The instrument was no removed during the procedure prior to the break. There was on instrument collision during the procedure and no issue with removing the instrument through the cannula. There was also no damage to the cannula or further damage to the instrument. There was no further injury to the patient and no post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found the curved blade broken at the base. A piece approximately 0.420" x 0.071" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h10/h11 for follow-up information.